Event description:
After rotator cuff repair procedure, a prong from the inner inserter shaft was seen on the anchor in the joint on a post-op x-ray. Surgeon did not remove it, but retrieved the inserter from the sharps box and observed it was still "clicking". Dr. Is requesting the material composition of the prong.

Manufacturer narrative:
The investigation was limited to the information provided and a review of the device as a lot number was not reported. Evaluation of the device shows the tip of the torque limiter shaft has broken off. The remaining components of the device were inspected and found to meet print specifications. CAPA (B)(4) has been opened to investigate this failure mode. This investigation is ongoing. (B)(4).

Manufacturer narrative:
(B)(4).